Manufacturer narrative:
Per customer's request, the device was returned back to them, and therefore, we can no longer ship it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during an inspection and testing of the device, the image was cut off on the screen. There was no patient involvement.

Manufacturer narrative:
The device was returned to our us facility on feb-11-2025, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).